Event description:
Toshiba received a report from a customer in japan that the measurement results for co (cardiac output) were abnormal (too high) on this device, on 1/2002. Customer did not report an adverse event.